Manufacturer narrative:
The customer was given part number and pricing for a replacement power pca and was informed that there is a global ship hold.

Event description:
It was reported to philips that the heartstart xl defibrillator defib test was not passing. There was no patient involvement.